Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The fse inspected the power supply and found a bit of dust on the intake and outtake, as well as accumulated dust inside the power supply. The fse used compressed air to blow out the inside of the power supply. This was causing air flow restriction. After removing all dust, the fse turned the iabp back on and no maintenance code was present. The fse then ran the iabp for a couple of hours on a balloon, and no alarm returned. The iabp was left to run overnight, by the next morning, and the iabp was still on with no codes.. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code#7 message. It was noted that the iabp unit was still working, but a getinge emergency support consultant (esc) advised the customer 's nurse to swap out the iabp unit. The nurse agreed to swap out the iabp unit after the phone call to the esc and send the iabp unit to the customer's biomed. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to obtain additional information. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a maintenance required code#7 message. It was noted that the iabp unit was still working, but a getinge emergency support consultant (esc) advised the customer 's nurse to swap out the iabp unit. The nurse agreed to swap out the iabp unit after the phone call to the esc and send the iabp unit to the customer's biomed. There was no patient harm and no adverse event was reported.